Event description:
Patient reported left side rupture, physical and mental problems. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later, healthcare professional reported "implant defect (rupture) capsular contracture baker grade iii-IV, defect with extravasate, additionally deformation of the gel" confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d4, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii/IV; "deformation of the gel".